Event description:
The customer observed falsely elevated (B)(6) results for 3 patients while using the architect (B)(6) igg assay. The customer indicated that each patient was (B)(6) when tested by another method, liaison. The customer provided the following reactive results (s/co): (B)(6). There was no adverse impact to patient management reported. The results were not reported from the laboratory.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a batch record review, a search for similar complaints, and a review of labeling. Return material was not received from the customer. A specificity testing protocol was executed using lot 49440li00; testing met the acceptance criteria and determined the reagent is performing acceptably. No issues were identified which would indicate a product deficiency from the batch record review. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the (B)(6), lot number 49440li00, was identified.

Manufacturer narrative:
The manufacture date was omitted from the previous report; 03/02/2015 after the product evaluation was originally closed 3 patient specimens were returned for evaluation. An addendum to the evaluation was completed on 06/29/2015. Sample ids (B)(6) were tested with a retained kit of architect (B)(6) igg reagent lot number 49440li00 and reactive results were obtained for all samples. We were able to reproduct the observation by the customer. All three samples were tested negative with vidas anti-(B)(6) total and sample ids (B)(6) were also negative with monolisa total anti-(B)(6) plus whereas sample ID (B)(6) was positive with this assay. Based on these results we can conclude that sample ids (B)(6) were false reactive with the architect (B)(6) igg assay while sample ID (B)(6) cannot be categorized due to inconclusive results. Overall the added results do not change the outcome of our initial evaluation with regard to the general specificity performance of the complaint lot number. Our evaluation showed that the architect (B)(6) igg reagent; lot 49440li00, is performing acceptably.

Manufacturer narrative:
(B)(6). This report is being filed on an international product, (B)(4) that has a similar product distributed in the us, (B)(4). (B)(4).